Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending (lad) extending up to middle lad with 95% stenosis and was 34 mm long, with a reference vessel diameter of 3.00 mm. The first target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. The second target lesion was located in the distal left circumflex artery (lcx) with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.00 mm. The second target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Twenty-three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died, and the primary cause of death was acute myocardial infarction. At the time of event, the subject was on aspirin and clopidogrel. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2019, the subject presented with myocardial infarction and was referred for cardiac catheterization. The first target lesion was located in the proximal left anterior descending (lad) extending up to middle lad with 95% stenosis and was 34 mm long, with a reference vessel diameter of 3.00 mm. The first target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. The second target lesion was located in the distal left circumflex artery (lcx) with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.00 mm. The second target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Twenty-three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died, and the primary cause of death was acute myocardial infarction. At the time of event, the subject was on aspirin and clopidogrel. There was no other action taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the primary cause of death was tumor and not acute myocardial infarction as what was previously reported.